Event description:
It was reported that the procedure was canceled. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotapro was selected for use. During the procedure, the burr could not cross the lesion in spite of repeated attempts with pre-dilatation and repeat stall indication was observed hence this procedure was aborted. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was canceled. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotapro was selected for use. During the procedure, the burr could not cross the lesion in spite of repeated attempts with pre-dilatation and repeat stall indication was observed hence this procedure was aborted. No patient complications were reported. It was further reported that the patient was not sedated.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. Microscopic inspection of the device did not identify any damages or defects. During device-to-device interaction test, rotapro advancer was connected to the rotapro control console system. The knob switch turned on when the button was pushed, and the device was able to reach and maintain optimal speed with no issues or irregularity. No other issues were identified during the product analysis. E1 - initial reporter address 1: (B)(6). B5 - describe event or problem: updated.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). B5 - describe event or problem: updated.

Event description:
It was reported that the procedure was cancelled. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotapro was selected for use. During the procedure, the burr could not cross the lesion in spite of repeated attempts with pre-dilatation and repeat stall indication was observed hence this procedure was aborted. No patient complications were reported. It was further reported that the patient was not sedated.